Manufacturer narrative:
E1: facility name "(B)(6)". B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming cassette not attached. There was unknown patient involvement, and no patient harm/adverse event was reported.

Manufacturer narrative:
One device was returned for repair in used condition. Service history review identified the complaint was not related to a previous service of the device within the review period. Event log recorded report of too many alarms regarding unknown cassette type and cassette damaged. Visual evaluation found two cassette sensors got stuck due to dirty/trace of fluid ingression. Found downstream occlusion (dso) seal moderate bubbling. Could not duplicate reported issue but found cassette attaching issue due to two cassette sensors getting stuck that caused alarms for unknown cassette type and cassette damage. The cause is cassette sensors. Replaced cassette sensors to resolve the reported error. The device passed all functional tests after the repair.